Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and caller was informed to call back if malfunction code recurs. Customer acknowledged and understood instructions.